Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b31 occurred, no image was displayed, and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the customer reported malfunction was due to broken video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a black screen during a therapeutic laparoscopy procedure involving an olympus gynecologic laparoscope. The customer did not specify a suspected cause. The procedure was completed an olympus back-up device. There was no patient harm.